Event description:
The customer received a blood glucose reading of 152mg/dl on the contour meter, re-tested on a different meter and the reading was 347mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
Correction: qa evaluation of returned reagent was confirmed. Returned reagent gave control results of lo and one reading that was 80mg/dl high out of spec. As well as e11. Using blood they gave 2 readings that averaged 75mg/dl low out of spec, one reading 81mg/dl high out of spec. And e2. Retention reagent gave satisfactory performance. (B)(4).